Manufacturer narrative:
(B)(4). Device p-cap / reservoir locked properly in place. Device received with corroded battery tube, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Device power up properly after battery installation. Device received with operating currents within spec. Device passed selftest and displacement test. Power connector plug in and locked in place properly.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display after receiving new battery cap. Customer stated that the display was blank less than 30 seconds and then returned. Customer reported that display was blank currently. Insert battery alarm did not display on the insulin pump screen. Customer stated that the display returned after insulin pump restart. There was a crack on the side of the battery compartment, and it connects where the clip was located. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.